Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was unable to verify the reported issue blower demand alarm and battery alarm during bench testing. Unit passed several patient circuit leak test with no issue. Passed 143 hours of extended test at customer settings without any unusual alarm or error condition. Ventilator passed initial final test using automated testing fixture. Passed initial alarm volume test with no restriction. Unit was opened and inspected no anomalies were found. Process ventilator through service to meet all factory specifications. The blower demand exceeded alarm condition is not necessarily an indication of a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit (face mask typically).

Manufacturer narrative:
"Vyaire file identification: (B)(4). H3:02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted."

Event description:
It was reported to vyaire medical that a blower demand alarm and a battery alarm on the revel ventilator. There is no information of patient involvement associated with the event as of this time.